Event description:
It was reported the following an MRI where MRI settings were not programmed, the device was unable to be paired to the patient's mobile application via bluetooth. Additionally, the device was in backup mode. The device was explanted and replaced to resolve the event and the patient was stable.